Event description:
Baxter-germany received a customer report concerning an overinfusion incident during patient use. The flow was nearly 12 hours faster than the expected flow duration. The infusor was filled with fluorouracil 4392.00 mg and 5.000 i.e. Heparin in a final volume of 240 ml sodium chloride. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
The device involved in this incident has been requested for evaluation. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been conducted by the manufacturing qa group which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.